Event description:
It was originally reported on (B)(6) 2013 that the patient was charging more than expected. It was noted that the patient was programmed and the estimated recharge interval was 27.72 days. It was reported that the patient had one overdischarge event that lasted for about a year. It was noted that the patient was recently brought out of overdischarge and the patient was now stating the implantable neurostimulator (ins) was not staying charged. It was noted that the charge was only lasting 1.5 days and it was charged up to full in short time frames. The patient reported charging on the (B)(6) and charged from 0.1-0.7 hours and the battery was 75-100% full. It was noted the battery would typically be at 0 v. The patient did not have her implantable neurological stimulator recharger (insr) at the time of the report so her insr stats could not be verified. About three weeks later it was reported that the patient was going to be scheduled for a replacement. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had surgery and let her device go into an overdischarge stated for over twelve months. This was also the second time that it had gone into an overdischarge state. The patient's device was replaced and she was doing fine.